Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of tubo-ovarian abscess ('tubo-ovarian abscess/ pelvic abscess') in an adult female patient who had essure (batch no. 789033) inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "endometrial ablation done in 2012". The patient's medical history included gravida ii, parity 2, gravida, breast prosthesis implantation, tummy tuck, hematuria, pregnancy test urine, abdominal pain, pelvic pain, bladder pain, urinary urgency, nocturia and endometrial ablation. Previously administered products included for an unreported indication: lortab, depo-provera, motrin, lexapra, prenatal and ferrous sulfate. Family history included family history of cardiovascular disorder. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced tubo-ovarian abscess (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the tubo-ovarian abscess outcome was unknown. The reporter considered tubo-ovarian abscess to be related to essure. The reporter commented: 3-4 coils seen from both ostia. Date: (B)(6) 2015- procedure: 1. Laparoscopic assisted vaginal hysterectomy. 2. Bilateral salpingectomy. 3. Cystourethroscopy with hydrodistention. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2015: 1. 2.5 x 1 x 1.4 cm simple appearing fluid collection within the right adnexa. Comparison with the prior imaging which demonstrates the tubo- ovarian abscess would be beneficial. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jan-2021: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of tubo-ovarian abscess ('tubo-ovarian abscess/ pelvic abscess') in an adult female patient who had essure (batch no. 789033) inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "endometrial ablation done in 2012". The patient's medical history included gravida ii, parity 2, gravida, breast prosthesis implantation, tummy tuck, hematuria, pregnancy test urine, abdominal pain, pelvic pain, bladder pain, urinary urgency, nocturia and endometrial ablation. Previously administered products included for an unreported indication: lortab, depo-provera, motrin, lexapra, prenatal and ferrous sulfate. Family history included family history of cardiovascular disorder. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced tubo-ovarian abscess (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the tubo-ovarian abscess outcome was unknown. The reporter considered tubo-ovarian abscess to be related to essure. The reporter commented: 3-4 coils seen from both ostia. Date: (B)(6) 2015 procedure: laparoscopic assisted vaginal hysterectomy. Bilateral salpingectomy. Cystourethroscopy with hydrodistention. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis on (B)(6) 2015: 1. 2.5 x 1 x 1.4 cm simple appearing fluid collection within the right adnexa. Comparison with the prior imaging which demonstrates the tubo- ovarian abscess would be beneficial. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.